Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed and blood (obstructed) was noted on the distal conductor. (B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to insert the stylet into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.